Event description:
It was reported via repair work order that the bed exit was allegedly not functioning and the patient allegedly fell out of the bed causing lacerations to the forehead which required stitches. Initial inspection determined the bed exit system was not armed. The event could not be duplicated and further inspection found there was no bed malfunction.